Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d364trg ipg implanted: (B)(6) 2014; product ID 694765 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient encountered exit block of the left ventricular (lv) lead. The lv lead remains inside the patient. No patient complications have been reported as a result of this event.